Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system screen was black. A field service engineer found that drawer number two was bringing station down replaced drawer controller card, restarted and properly tested unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the solo unit was down with a dark screen and could not be powered up electrically. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.